Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, it was found that patient received inappropriate shocks by the device for supraventricular tachycardia(svt). It was due to p wave falling in the blanking period causing the device to misdiagnose the event. The patient was stable and will continue to be monitored.